Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Eye injury is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event (iris atrophy) is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented approximately three (3) months postop with iris atrophy, described as "mild and non-serious", with no intervention reported. Additional information has been requested.

Manufacturer narrative:
Additional information: b2, b5, b6, g2, g3. A review of the device labeling and associated risk documents was completed. Decreased/impaired vision, iop increase and retinal hemorrhage are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (decreased/impaired vision, iop increase and retinal hemorrhage) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following additional information was received. Per report, the patient presented approximately one (1) year postoperatively with "mild" worsening visual field, "moderate" intraocular pressure (iop) elevation which required medication, and a drance hemorrhage in the left operative eye (os). Reportedly, there was no intervention for the worsening visual field or drance hemorrhage, and the outcome of the intervention for the iop elevation is unknown. The report noted the events as "non-serious".